Event description:
Reusable linen pack was opened when setting up surgical room. Pitcher was seen to contain foreign matter. Pitcher was not used in surgery. A second pack was opened and also found to contain foreign matter in the pitcher. Pitcher was not used.